Event description:
It was reported that after inserting a new cartridge, the tubing/connector did not seat properly with the cartridge, and insulin leaked from the connection despite the needle not being bent and attempts to tighten the tubing, consistent with an incorrectly attached connector/coupler. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed user error, and the user was educated to place the cartridge into the pump first and then attach the connector to prevent shifting and leakage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.